Manufacturer narrative:
Updated fields: b4, d9, e3, g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The onscreen indicator was showing red despite the helium tank being full. It would only turn green when the iabp was operating in clinical mode. The fse attempted to replace the video generator board as recommended, but the issue was not resolved. The 3500 psig high pressure transducer was found to be out of calibration. The internal and external tank calibration tested to be okay. The fse replaced the 3500 psig high pressure transducer. The unit was in accordance with factory specification. The iabp was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a full helium indicator on the screen; however, the physical gauge on the hospital cart showed red instead of green. The issue occurred prior to use, and no patient was involved.